Event description:
It was reported that the patient had a reaction about thirty minutes after having her pump filled. The patient had begun to feel faint and dizzy while she was being transferred from a bed into her wheelchair. It was stated that the healthcare professional (hcp) had been in the reservoir, as she was able to pull clear liquid back. It was noted that the patient had not previously had a reaction like that. At the time of report, the hcp that performed the refill had turned the pump off. The device system had been delivering baclofen and clonidine. Later that day, it was reported that the pump had to be shut off due to an overdose of the patient. The patient was at the hospital with a hospitalist and was lethargic and on oxygen. It was reportedly unclear if the event was related to the medication. Two days later, it was reported that the patient¿s pump was being turned back on. It was thought that there had been a ¿spill into the abdomen¿ when the needle was coming out or the reservoir had been overfilled. It was stated that an MRI was done around it and there was a ¿small centimeter pocket¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).